Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for atrial fibrillation (af) with a rapid ventricular response that was detected as fast ventricular tachycardia (fvt). The crt-d remains in use. No further patient complications have been reported as a result of this event.